Event description:
It was reported that the high voltage (hv) lead impedance was above the upper limit on the riata right ventricular (rv) lead. It was noted that the hv impedance was trending up but there was no sudden change. Programming recommendations were made. The rv lead was being monitored. The patient was stable.